Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high thresholds and inability to capture.

Event description:
It was reported that this left ventricular (lv) lead was placed well into the vein and had normal sensing and impedance, but no capture was achieved at maximum output from an electrode. High pacing thresholds were noted. This lv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.